Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there are no da vinci products expected for return to isi for failure analysis evaluation. A follow-up MDR will be submitted if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure it was reported that an unspecified 3rd-party laparoscopic grasper instrument was closed on tissue and would not release. The initial reporter further stated that the surgeon had to ¿sacrifice the vascular structure¿ on which the grasper instrument was closed on tissue in order to retrieve the instrument. The cause of the customer reported failure mode involving the 3rd-party laparoscopic grasper instrument is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a grasper instrument was closed on unspecified tissue and would not release. The initial reporter further stated that the or staff had reported that the surgeon had to "sacrifice the vascular structure" on which the grasper was closed in order to retrieve the instrument. The procedure was completed robotically. On 19-jul-2022, an intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and was informed that the grasper instrument involved with the reported event was a hand-held 3rd party laparoscopic instrument. In addition, on 02-aug-2022, isi contacted the surgeon and it was verified that the instrument involved was a non-robotic instrument.